Event description:
It was reported that the wake button was stuck and intermittently unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.